Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a pocket relocation procedure due to pocket pain from poor positioning of the ipg.